Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the trocar balloon, valve seal and doors appeared to be intact. The obturator was received. The inflation syringe was received. The lock collar was broken. A functional evaluation found that was inflated; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken lock collar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopically assisted vaginal hysterectomy, there was a report due to breakage of the cuff part (parts for pressing the sponge) and air leakage. The procedure was completed with another device.